Event description:
A user facility submitted a repair request to the olympus service center, on an evis lucera duodenovideoscope for broken forceps rising wire. Upon inspection and testing of the customer returned device, the following defects were found, gap between the plastic cover and the adhesive part of the tip body, adhesive part of the lighting lens is peeled off, and gap in the tip adhesive part, or dirt entered the inside of the lens through the gap. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, forceps raising wire completely cut off, scratches on tip cover, bending angle is insufficient due to the elongation of the angle wire, bending angle insufficient due to the elongation of the angle wire, play of the angle knob is out of the normal state due to the extension of the angle wire, curved pipe fell, scratches on insertion part serpentine, insertion part of the serpentine tube difficult to remove, curved rubber adhesive missing, curved rubber adhesive part cracked, adhesive part of the lighting lens has peeled off, scratches on tip body, scratches on the operation part, dirt on operation part that is difficult to remove, scratches on switch box, scratches on up/down knob, scratches on up/down angle fixing lever/knob, scratches on right/ left knob, scratches on grip, forceps stopper scraped, scope connector scratched, and paint on suction cylinder peeled off. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the peeling of the adhesive on the lighting lens. A definitive root cause for this issue was not established. However, it is probable that the issue occurred due to stress on the device from repeated/long term use. It is also probable that the issue resulted from a mishandling of the device. Olympus will continue to monitor field performance for this device.